Event description:
It was reported that the customer received a watchdog timeout and a compromised force sensor system alarm. After she received the watchdog timeout alarm, the insulin pump shut down and reset itself. Insulin was squirting out during the manual prime process. The insulin pump was missing the dome label sticker. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.